Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The blood glucose levels were 262 mg/dl at the time of the incident. The customer stated that the insulin pump was dropped. Troubleshooting was provided. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly. Device also received with missing serial number label.